Event description:
The customer reported that the device will randomly "power on and off". There was no patient impact or consequence reported.

Manufacturer narrative:
The returned device was evaluated. A foreign contaminant was observed on the power button metal dome key and conductors. This resulted in the device's power button to short and power the device on and off.